Event description:
The user facility reported a placement signal failure occurred on the automated impella controller (aic) during patient support. Consequently, due to the missing placement signal, the aic was replaced with a backup console. There was no report of patient harm.

Manufacturer narrative:
The automated impella controller was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of optical signal issue has been completed. The console logs from the reported day of event are consistent with complaint and show that during case start, a ¿placement signal not reliable¿ condition was detected, and case start wizard prompted operator to disconnect pump due to ¿optical sensor system error¿ during the device analysis the cause of the issue was not determined since issue could not be reproduced. D9 date device returned to manufacturer added. D2 common device name revised on manufacturer device report (B)(4) in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report (B)(4) in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on manufacturer device report (B)(4). G2 report source; foreign was inadvertently omitted on manufacturer device report (B)(4). H6 component code was revised on manufacturer device report (B)(4) to reflect correct device.